Event description:
New information received notes that there is a visible insulation breach on the ra lead after the lead was extracted. The ra lead was explanted. The patient was in the stable condition.

Event description:
It was noted that the right atrial (ra) lead exhibited noise oversensing led to pacing inhibition. The programming changes were performed and the patient was in stable condition.

Manufacturer narrative:
The reported event of noise and insulation damaged were confirmed. As received, a complete lead was returned for analysis. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead consistent with friction to the device can. The cause of the reported events of noise and insulation damaged were isolated to the abrasion and the exposure of the coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shorts. No additional anomalies were noted.